Manufacturer narrative:
During negative preparation of the 150 cm. Saber 3.5 mm. 10 cm. Balloon catheter (bc), air bubbles continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. No additional information including target lesion information is available. The product was returned for analysis. One non-sterile saber 3.5mm x 10cm 150cm bc was returned. Per visual analysis, the balloon appeared to have been inflated. One unknown stopcock was returned attached to the hub. No other anomalies were noted. Per functional analysis pressurized water was applied to the catheter using a lab sample indeflator and a leakage was noted in the hub. Per microscopic analysis, the hub was noted to be cracked. Per sem analysis the crack passed through the thickness of the hub. The internal surface of the hub was analyzed and no damages or evidence of tool marks were noted. Transversal view of the fractured section of the hub showed that the fractured surfaces showed evidence of brittleness; in these types of fractures the separation propagates rapidly, without an increase in applied stress; these types of surfaces were observed during the analysis in most of the separated surface of the hub. No visual evidence of any chemical degradation or damages in the material was noted and no other issues were noted. A device history record (DHR) review of lot 17504699 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- leakage - during negative prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors such as overtightening the connection at the luer hub may have contributed to the event as evidenced by a full thickness crack noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; a risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during negative preparation of the 150 cm. Saber 3.5 mm. 10 cm. Balloon catheter, air bubbles were continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. The product will be returned for analysis. No additional information including target lesion information is available.